Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display anomaly was noted. No damage was noted on the isolation tape. However, traces of corrosion were found at the electronic and motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners and battery tube threads, and minor scratches on the display window.

Event description:
Customer's mother reported that the display on the insulin pump was blank. She stated that the insulin pump showed no signs of physical damage and that the insulin pump had not been dropped or bumped. There was condensation under the screen but she was not sure how it got there. The blood glucose reading was 150 mg/dl. Nothing further was reported.